Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that an unexpected stress was applied to the head unit due to the user's handling, resulting in an intermittent image because the ccd unit failed.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the users report was confirmed due to a faulty charge-coupled device (ccd) unit. A shortage in the cable was found causing intermittent white lines on the image. The video connector had some missing screws. The coupler base plate was found bent causing an off-centered image. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the image did nor appear when the camera head was plugged in. No patient harm or injury were reported. No additional information has been obtained.